Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cable caused the hemopro 2 to stop working. They waited 30 seconds and tried again but the device did not turn back on. When changing out the cord, they noticed that it was difficult to pull out. The harvester said the cable was attached properly but was difficult to remove on the tool side. The replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).